Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported increased capture threshold could not be conclusively determined. (B)(4).

Event description:
Related manufacturer reference: 2017865-2017-00254. During follow-up, the capture threshold of the right ventricular (rv) lead was elevated. The rv lead was repositioned and the issue resolved. During the repositioning procedure, the atrial lead was noted to be dislocated. The atrial lead was explanted and replaced. The patient is stable.